Event description:
This customer reported to baxter (B)(4) that while the patient was on hemofiltration (cvvh), the unit elected to stop treatment to give the patient a filter break. After returning the blood to the patient, the bedside nurse noticed there was precipitation in the line where the pre-dilution line connects to the access line just before the filter. The nurse was asked to clamp and place bungs on the bags to keep them for collection. The patient was stable, no harm reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Samples for similar complaints were analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in-use notification letter has been issued, to the relevant centers / hospitals. Investigations into this issue by the european team have progressed. The ph of the solution has been identified as the root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. These corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.